Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 53yo obese, tibial component obviously loose ¿ explanted. Explanted femoral component w/out substantial bone loss, patella retained, no complications. A definitive root cause cannot be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 183128 item name van ps open intl fem-lt 6565 lot # j3941926. Item# 183099 item name vanguard fem pegs set 2 lot # 975950. Item# 184766 item name series a 3 peg std 34x8.5 lot # 304200. Item# ep-183642 item name e1 vngd ps tib brg 71/75x12x 12 lot # 671170. Item# 141224 item name biomet cc I-beam tray 75mm lot # j3958309. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01091.

Event description:
It was reported by patients¿ legal counsel that the patient underwent primary left tka. Subsequently it was reported left revision of total knee 2 years later for tibial loosening. Attempts have been made and additional information on the reported event is unavailable at this time.